Manufacturer narrative:
The following elements have blank data.

Event description:
Patient was scheduled for open right colectomy with on bloc resection of retroperitoneal mass, right ureterolysis. During the procedure, as the surgeon went to place the richardson retractor to assist with exposure, he noted clear fluid coming from the handle attached to the retractor. It was removed and handed off the sterile field.

Event description:
Patient was scheduled for open right colectomy with on bloc resection of retroperitoneal mass, right ureterolysis. During the procedure, as the surgeon went to place the richardson retractor to assist with exposure, he noted clear fluid coming from the handle attached to the retractor. It was removed and handed off the sterile field.